Manufacturer narrative:
H.6. Results code 1: 213 a review of the manufacturing and sterilization records for the device verified the lot met all pre-release manufacturing and sterilization specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Manufacturer narrative:
The distal type I endoleak was reported separately under MFR# 3007284313-2020-00144.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, it was noted in the medical record that the physician suspected infection. Details of the infection were unknown because the attending physician transferred to other hospital. On (B)(6) 2020, the patient underwent a reintervention. The physician stated as follows: the patient had high risk of infection due to chronic renal failure and dialysis. No bacteria have been detected at this time, and the patient had no fever. Therefore, additional procedure was performed for distal type I endoleak only associated with a separate device. We¿re going to monitor the patient. The fsa stated as follows: the physician was considering whether to prescribe antibiotics to patient. It appeared that there was an aneurysm or inflammation from the abdominal aortic aneurysm to the bilateral common iliac arteries.